Event description:
Based on additional information received on (B)(6) 2018, this case initially considered as non-serious was upgraded to serious as the event of on bed for seven days was added with disability as seriousness criteria. This case was cross referenced with case: (B)(4) (cluster) this unsolicited case from united states was received on (B)(6) 2018 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and injection did not work and she has not been physically the same since (device ineffective) and after few minutes he had to stay at the office longer than normal/ drive home which would normally take 20 minutes took her 1.5 hours because she had to keep pulling over and super swelled up; after unknown latency could not bend her knee, severely sick/ describes sickness as flu like aches and pains in her body, felt pain at the injection site of her right knee, couldn't move from the pain/could not move out of bed. Also patient was on bed for seven days, extreme joint pain/in all body joints hips, back and in also neck and swelling in all body joints hips, back and in also neck on the same day. Patient had a cortisone shot in the past. Medical history included osteoarthritis. Patient was allergic to cipro and anaphylactic. Concomitant medications included benazepril for blood pressure, nicotinic acid (niacin) for triglycerides, cyanocobalamin for pernicious anemia and ergocalciferol (vitamin d2) for vitamin d. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (lot number: 7rsl013 and expiration date: apr-2020) for knee osteoarthritis. On the same day, within 45 minutes of receiving synvisc-one injection, patient knee was "super swelled up" and she had to stay at the office longer than normal because of this. On the same day, patient had extreme joint pain and swelling in all body joints, hips, back and was also in neck. On the same day, patient was in bed for 7 days and could not move out of bed. On an unknown date in (B)(6) 2017, after unknown latency, patient could not bend her knee and her drive home which would normally take 20 minutes took her 1.5 hours because she had to keep pulling over. On an unknown date in (B)(6) 2017, after unknown latency, patient was "severely sick" for 7 days after the injection. Patient described this sickness as flu like aches and pains in her body. On an unknown date in 2017, latency unknown, patient felt pain at the injection site of her right knee, and it extended to her hips, back, hands, and all of her joints. Patient stated that she could not move from the pain. Patient stated that the injection did not work and she has not been physically the same since (device ineffective). Patient pcp (care provider) would not be able to give her a cortisone shot for a year since she received the synvisc-one. This was the most painful experience ever and the injection never helped. Corrective treatment: not reported for all events outcome: recovered for severely sick/ describes sickness as flu like aches and pains in her body; unknown for could not bend her knee, felt pain at the injection site of her right knee, he had to stay at the office longer than normal/ drive home which would normally take 20 minutes took her 1.5 hours because she had to keep pulling over, super swelled up; not recovered for bed for seven days, extreme joint pain/in all body joints hips, back and in also neck, swelling in all body joints hips, back and in also neck, couldn't move from the pain/could not move out of bed a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criteria: disability for bed for 7 days additional information was received on (B)(6) 2018 from patient. The case was upgraded to serious. Patient's height was added. Medical history, concomitant conditions and concurrent conditions were added. Additional events of bed for seven days, extreme joint pain/in all body joints hips, back and in also neck and swelling in all body joints hips, back and in also neck were added along with details. The event term couldn't move from the pain was updated to couldn't move from the pain/could not move out of bed and outcome was updated from unknown to not recovered. Lot number and expiry date of synvisc one was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 23-jan-2018: this case concerns a patient who received synvisc one injection and later was bedrideen. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based on additional information received on 23-jan- 2018, this case initially considered as non-serious was upgraded to serious as the event of on bed for seven days was added with disability as seriousness criteria. This case was cross referenced with case: 2018sa010014 (cluster) this unsolicited case from united states was received on 09-jan-2018 from patient. This case concerns a 61 year old female patient who received treatment with synvisc one injection and injection did not work and she has not been physically the same since (device ineffective) and after few minutes he had to stay at the office longer than normal/ drive home which would normally take 20 minutes took her 1.5 hours because she had to keep pulling over and super swelled up; after unknown latency could not bend her knee, severely sick/ describes sickness as flu like aches and pains in her body, felt pain at the injection site of her right knee, couldn't move from the pain/could not move out of bed. Also patient was on bed for seven days, extreme joint pain/in all body joints hips, back and in also neck and swelling in all body joints hips, back and in also neck on the same day. Patient had a cortisone shot in the past. Medical history included osteoarthritis. Patient was allergic to cipro and anaphylactic. Concomitant medications included benazepril for blood pressure, nicotinic acid (niacin) for triglycerides, cyanocobalamin for pernicious anemia and ergocalciferol (vitamin d2) for vitamin d. On 11-sep-2017, the patient received treatment with intra-articular synvisc one injection once (lot number: 7rsl013 and expiration date: apr-2020) for knee osteoarthritis. On the same day, within 45 minutes of receiving synvisc-one injection, patient knee was "super swelled up" and she had to stay at the office longer than normal because of this. On the same day, patient had extreme joint pain and swelling in all body joints, hips, back and was also in neck. On the same day, patient was in bed for 7 days and could not move out of bed. On an unknown date in sep-2017, after unknown latency, patient could not bend her knee and her drive home which would normally take 20 minutes took her 1.5 hours because she had to keep pulling over. On an unknown date in sep- 2017, after unknown latency, patient was "severely sick" for 7 days after the injection. Patient described this sickness as flu like aches and pains in her body. On an unknown date in 2017, latency unknown, patient felt pain at the injection site of her right knee, and it extended to her hips, back, hands, and all of her joints. Patient stated that she could not move from the pain. Patient stated that the injection did not work and she has not been physically the same since (device ineffective). Patient pcp (care provider) would not be able to give her a cortisone shot for a year since she received the synvisc-one. This was the most painful experience ever and the injection never helped. Corrective treatment: not reported for all events outcome: recovered for severely sick/ describes sickness as flu like aches and pains in her body; unknown for could not bend her knee, felt pain at the injection site of her right knee, he had to stay at the office longer than normal/ drive home which would normally take 20 minutes took her 1.5 hours because she had to keep pulling over, super swelled up; not recovered for bed for seven days, extreme joint pain/in all body joints hips, back and in also neck, swelling in all body joints hips, back and in also neck, couldn't move from the pain/could not move out of bed a pharmaceutical technical complaint (ptc) was initiated with gptc number: 51888 the production and quality control documentation for lot # 7rsl013 expiration date apr-2020 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl013 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: disability for bed for 7 days additional information was received on 23-jan-2018 from patient. The case was upgraded to serious. Patient's height was added. Medical history, concomitant conditions and concurrent conditions were added. Additional events of bed for seven days, extreme joint pain/in all body joints hips, back and in also neck and swelling in all body joints hips, back and in also neck were added along with details. The event term couldn't move from the pain was updated to couldn't move from the pain/could not move out of bed and outcome was updated from unknown to not recovered. Lot number and expiry date of synvisc one was added. Clinical course was updated and text was amended accordingly. Additional information was received on 23-feb-2018. Investigation summary processed. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 23-jan-2018: this case concerns a patient who received synvisc one injection and later was bedrideen. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.